Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was returned for corrective maintenance/repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the atrial connector on the epg was defective and that it was discovered during preventive maintenance.

Manufacturer narrative:
Product analysis:analysis confirmed the customer comment. There was a broken pin stuck in the atrial connector. The device failed incoming tests on all atrial measurements. The device was cleaned and inspected. The output connector assembly was replaced. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.